Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings:visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were properly responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad contacts. This report is made based on results of investigation completed on (B)(6) 2015.